Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: no samples or photos were returned; therefore, the investigation was limited. Root cause description: undetermined. Rationale: no further investigation required.

Event description:
It was reported that the bd posiflush¿ normal saline syringe was damaged prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿at about 9:00 am on (B)(6) 2020, when receiving a pre-flushing catheter irrigator for a patient who was discharged from the hospital, and found that one side of the tail of a pre-flushing catheter irrigator was broken and immediately replaced another new one for the patient. Flushing catheter irrigators, pre-flushing catheter irrigators with quality problems are not used on the patient and have no impact on the patient.